Manufacturer narrative:
B5; additional information received it was confirmed the endoanchors were implanted prophylactically and there was no endoleak observed during the index procedure. It was reported that physician intentionally landed the stent graft low during procedure. The aortic neck was angled with mild thrombus and no calcifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted during the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported approximately 6 months post the index procedure, follow-up imaging identified a type ia endoleak, per the physician the cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.